Event description:
It was reported that during an unknown procedure, the clips would not advance. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/21/2010. Information anticipated, but unavailable at this time.